Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) after a heart and renal diagnostic procedure. Reportedly, when the plunger was retracted from the device body a cuff miss occurred. The device was removed from the patient's groin and a second proglide was successfully used and hemostasis was achieved. The patient did not experience any adverse effect. The access site was described as clean, no calcification or scar tissue. A 6fr sheath was used with the closure device. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that a posterior cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle follower was bent at proximal end. There was a needle strike mark observed at the posterior foot and the posterior needle follower was bent at the proximal end. This is indicative of the posterior needle being deflected and struck the posterior foot during needle plunger deployment instead of engaging with the posterior cuff inside the posterior foot pocket, as intended. The posterior needle tip remained undamaged. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by bent and flattened anterior cuff tabs. The posterior cuff miss and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. No manufacturing or quality deficiency was detected. The needle trajectory of every device is verified twice during manufacturing. Potential contributing factors for needle deflection that results in a posterior cuff miss and subsequent anterior cuff-to-needle tip detachment include, but are not limited to: manufacturing, challenging anatomical conditions, and incorrect deployment techniques. Although there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique. Based on the results of the device needle trajectory testing in the lab and during manufacturing, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Review of the device history record did not reveal any non-conforming material records associated with this lot. A query of the complaint handling database for this lot revealed no similar incidents with this lot. There does not appear to be any indication of a lot specific product quality deficiency.